Event description:
It was reported that in (B)(6) 2007, the patient experienced a rash with warmth, redness, discoloration of the skin, itching at and around the site of the implant - right abdomen that appeared to be possible infected. An allergy test was negative. Biopsy results of rash diagnosed erythema ab igne. The hcp indicated the device was not infected. Pictures of the rash appeared as red and broken blood vessels. The hcp indicated the patient had a history of "heat" at the device site. The patient also complained that the stimulation would work for a while and then fade away. The stimulation was not consistent. Impedance readings were within normal limits. The device and both extensions were replaced. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).